Manufacturer narrative:
Investigation conclusion: it is indicated that product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing was performed. Retain strip testing results met both accuracy and repeatability criteria. The products performed as expected and no product deficiencies were observed. The manufacturing records for lot 334578 and 334579 were reviewed. The non-conformance associated with these lots were not relevant to the initial complaint and does not affect product performance. Customer is using expired product for testing. Using expired product may be a cause for the unexpected results experienced by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Caller alleging discrepant inratio values. (B)(6) 2015: inratio inr = 4.6, lab inr = 3.6. Tests performed within an hour of each other. (B)(6) 2015: inratio inr = 5.6. Patient's therapeutic range: 3-4. Improper techniques were noted when performing the inratio test: patient reported milking finger after fingerstick. No reported adverse patient sequela. No additional information provided.

Manufacturer narrative:
Investigation conclusion update: it is indicated that product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing was performed. Retain strip testing results met both accuracy and repeatability criteria. The products performed as expected and no product deficiencies were observed. No product deficiency was found for lot 334579. The release specification is within the calculated confidence interval of the percent flier rate for complaint investigation testing the manufacturing records for the lot were reviewed. The non-conformance associated with the lot was not relevant to the initial complaint and does not affect product performance. Although the customer used expired strips during testing, the improper technique identified may have contributed to the unexpected results. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.